Manufacturer narrative:
Pr 9236377- follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a040102 - loss of or failure to bond.

Event description:
Material #: 305901, batch #: 0175217. It was reported by the customer that after removing the syringe, while retracting the cap, noticed that the needle was not attached to syringe, it had come off and remained in the baby's thigh. Needle was pulled out of thigh without difficulty and discarded. Verbatim: rcc received a complaint via email. Email(s) attached. Describe the event or problem: after removing the syringe, while retracting the cap, I noticed that the needle was not attached to syringe, it had come off and remained in the baby's thigh. Needle was pulled out of thigh without difficulty and discarded. Item#305901. Lot#0175217.